Event description:
The user facility reported that during a diagnostic colonoscopy, the center of the image became blurry, and visualization was lost. The procedure was reportedly completed with a different, but similar device. There was no pt injury and no further info was provided by the user facility.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's report of a blurry or foggy image due to moisture found in the objective lens. The cause of the moisture noted in the objective lens cannot be conclusively determined. The charge coupled device (ccd) unit was recovered and sent to the original equipment MFR for further investigation. If additional significant info becomes available, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.